Event description:
Synthes (B)(4) service and repair coordinator reported that during distal locking nailing the 511.30 (radiolucent drive) stopped rotating. There was 10 minutes delay in the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Synthes (B)(4) service and repair coordinator reported complaint late. Lot number cannot be verified as a synthes lot number. Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes anspach. Report received indicates the reporters complaint that the radiolucent drive mark ii will not rotate could not be confirmed. The device was evaluated and the complaint wasn't substantiated. However, it was noted that it failed torque test. This is most likely due to usage wear over time. Placeholder.